Event description:
It has been reported to philips that the message "wrong application selected" appeared and after a reboot a geometry error appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure got delayed during the diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file showed a problem with the image detector and x-ray generator connection issues at startup image detector and x-ray generator connection at the startup, and geometry issues at the next startup. Upon functional testing, fse found that issue was occurred due to the main power bump in hospital. Fse recommended to leave the system over night and then reboot the system. After rebooting the system, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.